Event description:
Caller reported that t:slim x2 pump battery would not charge, resulting in a shutdown and inability to turn the pump back on. There was no adverse impact to the customer¿s blood glucose level. However, insulin on board and max hourly bolus were reset to zero, and cgm sessions needed manual restarting. Using a different wall adapter resolved the issue, and tandem technical support arranged for a replacement wall adapter to be sent via two-day shipping. Caller was advised to monitor the situation and contact support if issues persisted.